Manufacturer narrative:
(B)(4). The manufacturer was unable to duplicate customer's reported problem. The ventilator passed an extended test run using the customer's ventilator settings and passed the initial alarm volume test. During the initial final test, the ventilator had a nonconformance with measured spo2. A visual inspection of the main board revealed that the components u302, c342, and c343 were burned. Further inspection revealed that jp4 pin 4 was burned on the power flex circuit. The main board and power flex circuit were replaced to correct the problems that were found during service. A review of the event trace revealed several battery fault alarm conditions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer had reported that the ventilator was going into a battery fault alarm condition which they were unable to clear. During service of the ventilator, the carefusion service tech found the ventilator's main board and power flex circuit were damaged with burned components.